Manufacturer narrative:
This record was to add additional information regarding device revision as well as the subsequent explant due to additional inappropriate shocks.

Event description:
This supplemental report is being filled to include additional information. This patient had a revision procedure to re-suture the device in the device pocket. In addition the system was reprogrammed to prevent any additional inappropriate shocks. Recently, the patient elected to have the entire system explanted due to extensive amounts of inappropriate shocks. No additional adverse events were related to this system.

Event description:
It was reported that this patient has a concomitant pacemaker and sicd. The patient recently received two inappropriate shocks for t-wave oversensing. It is noted that there are some small artifacts. Noisy signals were reproducible in the current device sensing vector and these were determined to be myopotentials from the patient's left arm. The conditional shock zone was increased to prevent this. No adverse events were reported.